Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that following a lap adjustable band procedure, there was a tear in the band and the patient is not having restriction. The surgeon is planning to explant the band in 2008 and the patient will be rebanded.